Manufacturer narrative:
The autopulse platform was returned to zoll circulation on (B)(4) 2013 for investigation. Investigation results as follows: visual inspection confirmed the battery lock was damaged. During functional eval of the returned platform, the customer reported issue of use advisory 8 (motor controller fault detected) was confirmed. Review of the data archive confirmed that multiple user advisory 8 faults were encountered. Further inspection confirmed that a defective drivetrain likely may have caused the reported issue. A definitive cause; however, could not be determined. Review of complaint trends does not suggests any increase in trend. No add'l investigation needed at this time.

Event description:
It was reported that upon training, the autopulse platform displayed a "fault 08" (motor controller fault detected) message that could not be cleared. No pt involvement reported.